Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was malformed. Some clips were formed teardrop-shaped or misaligned. The device was used as-is to complete the case. There were no adverse consequences for the patient.

Event description:
It was reported that the patient came to the emergency room with a heart beat of 40 beats per minute. It was also reported that the device was unable to be interrogated and had no response when the magnet was placed on the device. The device readings at follow-up eight months prior did not suggest the device was near end-of-life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.